Event description:
It was reported that a malfunction occurred. There was no information provided regarding the impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump.